Manufacturer narrative:
The complainant was unable to provide the suspected lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted under general anesthesia during a spaceoar placement procedure performed on (B)(6), 2022. On (B)(6), 2022 the patient visited the emergency department (ed) complaining about rectal/genital pain. On (B)(6), 2022 the patient visited the primary care physician (pcp), after examination the physician reported a rectal bleeding the sensation that the patient had a "mass" in the rectum. On (B)(6), 2022 a computerized tomography (CT) was performed, and it was reported a "circumferential wall thickening with perirectal edema and apparent contrast material and gas anterior to the wall of the rectum in the extraperitoneal space between the rectum in the prostate gland". A rectal wall infiltration of spaceoar vue into the rectal lumen was suspected. On (B)(6), 2022 the patient returned to the emergency department (ed), and it was treated with augmentin, hydrocodone, and acetaminophen. On (B)(6), 2022 the patient had a gastrointestinal (gi) consult and it was diagnosed with radiation proctitis, and advised against colonoscopy. On (B)(6), 2022 the patient returned to the emergency department (ed) with genital pain. A scrotum ultrasound was performed and no complications were detected. On (B)(6), 2022 the patient had a general surgery consult, and it was suspected a contained perforation of prostate bed entering the rectum. The patient was referred back to gastrointestinal (gi) consult for a colonoscopy procedure. On (B)(6), 2022 the patient had a telephone consult with the radiation oncologist, and it was reported that the pain was improving. The patient is expected to be fully recovered.